Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no signal on the monitor during a diagnostic unspecified procedure involving an olympus video system center. The customer suspected that the cause of the no signal because the monitos does not power on is due to power switch appears to be pushed itself in at an angle. There was no patient injury reported.